Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 157 mg/dl. Customer was advised that calibration was pending when pump lost communication with transmitter. The customer was advised to continue sensing. The customer was advised that we send her a new sensor.